Manufacturer narrative:
Investigation summary: customer shared a series of photos, showing the seal being stuck inside the body of a microclave, no additional damage or anomalies are observed. The complaint of silicone sleeve stuck down on item mc100 can be confirmed based on the evidence shared by customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
A microclave¿ clear neutral connector reportedly leaked chemotherapy/medication when disconnecting patients from their chemotherapy pumps. It was observed that the clear center component remains in the down position after disconnection, which results in medication leakage. The customer reported that the issue is recurring. There was no adverse event, no harmed as a result of the reported event and unknown delay in therapy.

Manufacturer narrative:
The complaint of silicone sleeve stuck down on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Reporter (full) phone: (B)(6).